Event description:
Reporter alleged obtaining a blood glucose result of 93 mg/dl on his advantage system however he did not have any hypoglycemic or hyperglycemic symptoms at that time. Reporter stated obtaining an add'l result of 226 mg/dl on the same system within 5 minutes. Reporter indicated taking his normal dose of 32 units of rapid acting insulin. No other actions were reported taken or treatment received. The suspect product was not returned to the MFR for eval.